Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to go through the rewind and prime process but kept getting replace battery now alarms. Customer reports that they had the battery out. Customer then received an insulin flow blocked alarm during the fill tubing process. Blood glucose level at the time of the incident was 11.0 mmol/l. Troubleshooting was completed for the insulin flow blocked alarm. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind, self test, however unit failed prime or seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarm or occlusion and unexpected battery power loss due to prime or seating anomaly. In addition, device received with corroded battery tube and corroded electronic assemblies.